Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and became unusable, after which a replacement was issued and the user was instructed to shut down the original device and return it. Symptoms included no injury reported and difficulty using the device due to the damaged display. Outcomes included transition to alternate insulin delivery as needed and continued cgm use via the dexcom app or receiver. Investigation included customer care troubleshooting, confirmation of shipping and return instructions, and multiple follow-up attempts to verify return. Investigation of this case revealed a damaged device display that impaired operation, with no device alerts or alarms reported after shutdown and no clinical harm identified. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display consistent with user handling or accidental impact.